Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with recurrent driveline infections. They were treated with intravenous (IV) antibiotics and driveline debridement without resolution. The patient was receiving frequent wound vacuum changes. The patient was taken to the operating room for potential heartmate 3 to heartmate 3 pump exchange; however, after further assessment, infection was noted to area around pump and the surgeon elected for explant. The patient was placed on veno-arterial extracorporeal membrane oxygenation (va ECMO). The patient was planned to return for pump implant once the infection had been treated, and the patient was stabilized. The patient was then implanted on (B)(6) 2024 with another pump.

Manufacturer narrative:
Section d6b: corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.